Manufacturer narrative:
On december 07, 2022, mentor received additional information. The patient was replaced with a left-sided 610cc mentor memoryshape breast implant on (B)(6) 2022. On december 20, 2022, mentor became aware the patient identifier was not submitted nor was the initial reporter facility name. The appropriate fields have been updated. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-15238 and 1645337-2022-15235 for the contralateral events. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-15235 for the contralateral event and manufacturing report number 1645337-2022-15238 for the subsequent left-sided event. Manufacturer¿s reference number: (B)(4). In the initial, a1 patient identifier and e1 initial reporter facility name should have been populated with (B)(6), respectively.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast reconstruction surgery with a 755cc. Mentor memoryshape breast implant experienced left sided delayed wound healing post procedure. As a result, patient had an explantation on a (B)(6) 2020.